Event description:
As reported by a field clinical specialist, during a tmvr procedure with a 26mm sapien 3 ultra resilia valve (s3ur) in a failed non-edwards surgical valve, an xs safari was placed in left ventricle. Steps were performed as usual and a 14f esheath was inserted into right femoral vein. Septostomy was completed with a 12mm septostomy balloon. Implant angle was suboptimal due to patient position and inability to move to steep angles. Tried propping up patient with a wedge and this helped but still was not very coplanar, however decision was made to proceed with this angle. Valve was prepped in normal fashion and delivered through esheath easily. Valve alignment done in ivc and advanced across septum easily. Crossed mosaic mitral valve and pulled flex catheter back. Valve lined up to what they thought would be appropriate depth according to landmarks. Paced at 180 with capture. Started slow inflation of valve and began shifting ventricular. Right near the end of full expansion it the valve jumped/migrated ventricularly. The valve caught on to the surgical valve still so it was stable but required a second valve. A second s3ur was prepped with +5 volume and delivered through the same 14f esheath. This valve was slowly inflated once across the first sapien/mosaic and landed in a great position (90/10 in relation to surgical valve sewing ring). After all plus 5 cc's (28cc's) had been given, the commander balloon burst.. Normal valve function confirmed with tee, no effusion, and valve was deployed fully before balloon rupture. Attempted to retract commander through septum, but the balloon was getting stuck (likely on the sapien frame). Multiple attempts were made to pull system back and eventually with advancement and retraction, it was dislodged from the sapien/valves. Resistance was met when trying to pull likely pancaked commander balloon back through septum. More resistance was met when trying to get the balloon into the 14f esheath. They tried to pull out commander and sheath as a system, but the sheath came all the way out before the balloon did and balloon got stuck at the common femoral vein. Per physician request, a 16f sheath was opened but never inserted into the patient due to decision to cutdown. Proceeded with successful asd closure device and cutdown of the right femoral vein. The patient was stable following procedure. Per additional information from the fcs, the perceived root cause of the valve "jumping" was unknown. No other devices were damaged. The perceived root cause of the balloon burst was "possibly calcium in anatomy or surgical or first sapien."

Manufacturer narrative:
This is one of two reports being submitted for this case. Per the instructions for use (IFU), valve migration requiring intervention is a known potential adverse event associated with transcatheter valve replacement (tvr). According to the literature review, valve migration results when forces acting on the transcatheter heart valve (thv) overcome the strength of attachment of the valve to the annulus. Stent valves are subjected to antegrade ejection forces during systole. Less-than-severe and non-uniformly distributed calcification of the leaflets, incorrect bioprosthetic valve sizing, and incomplete frame expansion can contribute to valve migration. Additionally, residual overhanging leaflets can exert downwards force during diastole, causing migration of the thv towards the ventricle. The device training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valves (all models). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor in the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for migration (i.e., minimal leaflet calcification), balloon valvuloplasty may indicate potential balloon movement during valve deployment. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. All available information for this event has been documented. Should any additional information become available the information will be reviewed and the complaint file updated accordingly. No further follow-up for additional information is required.. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.